Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having a bad gap and a loose tooth on the bottom. The patient went to their dentist for their normal cleaning and the dentist told them to no longer use them because of what was happening to their bottom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.